Event description:
Three patient samples with discrepant ck results. Initial result 10 u/l, repeat 4 u/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
Three patient samples with discrepant ck results. Initial result 4 u/l, repeat 13 u/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
Three patient samples with discrepant ck results. Initial result 8 u/l, repeat 18 u/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.